Manufacturer narrative:
According to the incident description, a t-handle was mechanically damaged. Additionally, a rigid drill became loose during use. The product in question was provided for an optical examination. It could be observed that the edges of the t-handle present some damages/ deformations. It is known that the issue occurred during use/ intraoperatively. However, this event had no health effect on the patient, as another product was used instead when the issue occurred with the t-handle. It is very likely that a slight extension of the surgery time was caused due to the reported error pattern. The manufacturing documents and the material certificates of the t-handle were checked. These did not reveal any errors. The surgical techniques and instructions for use were also checked and showed no deviations. Based on the available information, no technical root cause could be determined why the deformations occurred on the edges of the t-handle. It can only be assumed that the incident can be regarded as a random failure of a component with regards to the t-handle. A potential cause could be an unintentional user error, however this cannot be confirmed or denied due to a lack of information. The condition of the bone may also be a contributing factor to the deformations of the handle, but since there is no available information regarding the condition of the bone, no statement can be made regarding this possibility. It is further assumed that the rigid drill became loose due to the deformations on these edges. This event was assigned to the error pattern "deformation of the instrument" and "attachment does not fit instrument/implant" in the associated risk management.

Event description:
The following event was reported to implantcast gmbh: "mechanically damaged". After the initial description, the following further information were provided: "the problems with the items has been during the surgery but at first use of this instruments. Immediately the connection system was not enough to manteib the rigid drill attached to the handle. That was coming probably from the ring inside the system. So the surgeon has used the motor present inside the or instead use the manual riming". Note: it is known that the issue occurred intraoperatively, hence it is very likely that it caused an extension of the surgery time. However, according to the available information, this issue had no health impact on the patient, since the surgery was completed with another device (motor).